Manufacturer narrative:
The pump had unresponsive up and down buttons due to an unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the battery out limit alarm or back light anomaly due to the unresponsive buttons. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. Customer also indicated that the pump alarmed battery out limit. The customer's blood glucose reading was 41 to 71mg/dl at the time of incident and treated with glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.